Event description:
It was reported the patient had swelling in the left arm and hand after building a deck. The underlying cause was determined to be a deep vein thrombosis in the left subclavian vein. It was believed the leads caused the problem. A left arm ultrasound found no evidence of venous thrombosis. A venogram noted an occlusion of the left subclavian vein at the entrance site of the leads. No further patient complications have been reported as a result of this event.